Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the patient´s pressure dropped during placing the wire.  Tte was performed and it was fine as nothing was seen.  Anesthetist treated the patient and the systolic pressure was over ¿100 ppm¿ again.  The 26mm sapien 3 valve deployment went well, with good results.  However, after one minute, the pressure dropped again and reanimation began.  Repeat tte shown a cardiac tamponade. The patient was taken back to the operating room and a pericardiocentesis was performed. It is perceived that the event was due to a left ventricle perforation with the wire.

Manufacturer narrative:
Additional information received confirmed the patient is in a good condition with no perivalvular leak or central aortic insufficiency. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv).  Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.  Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The definitive root cause for the ventricular perforation was unable to be confirmed, but per report, may have been caused by a perforation of the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.